Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatments appears to be related to the operational context of the procedure. The reported patient effects of stenosis and pain is listed in the supera peripheral stent system instructions for use as a potential adverse effect of peripheral percutaneous intervention. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date of event (B)(6) 2023. D4: the UDI is unknown due to the part/lot number was not provided. D6: estimated date of implant (B)(6) 2021. The additional supera device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that two years ago the patient had two supera self-expanding stents implanted in the right common femoral artery (covering from the common femoral artery to the popliteal artery). On (B)(6) 2023, the patient experienced leg pain. It was noted that both supera stents were completely occluded with restenosis. An unspecified guide wire was crossed, and the entire length was lasered. A balloon dilatation catheter was used to open the lumen of the stent and regain flow with two runoff vessels. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.